Event description:
It was reported that during a prostate procedure, the first fiber "broke" at 46,126 joules of use and 10:03 minutes. The second fiber was used for 201,124 joules of use and 37 minutes; no other information was provided. The third fiber was used for 288,846 joules of use and 49 minutes; no further information was provided regarding this fiber. The procedure was completed using a fourth surgical fiber. There was no patient injury reported. This report is for the first surgical fiber used.

Manufacturer narrative:
Failure analysis for fiber model #0010-2400; lot #442a; serial #(B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the distal end of the fiber/glass cap and the metal cap are detached and not returned. Based on the analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.